Event description:
Per report from lm database, a patient underwent coronary stenting. The rca, lad, cx and lm all had greater than 50% stenosis. The distal lm was non-tortuos, and the lesion was irregular and concentric with little or no calcification and no thrombus. Two 3.5x18mm stents were placed at 24 atm. The vessel was 0.95 pre and 3.79mm post procedure. Timi flow was 3 pre and post procedure. Five months later, the patient had f/u angiography, and a lesion was found situated between the two previously placed stents. Per report, it was probably the result of a plaque shift. It was treated with the placement of another stent (type unk) per investigator, the relationship to device and procedure was probable.